Manufacturer narrative:
The subject product was returned for evaluation. Visual evaluation found areas of creasing in the foil packaging consistent with a foil pouch that has been opened. The condition of creasing/dimples presenting when the foil pouch is opened is a known anticipated material characteristic of foil packaging. However, as reported, in addition to the creasing there visually appeared to be a small puncture in one area of the sterile packaging. While this appeared to be a hole, a dye penetration test performed on the area, confirmed that the integrity of the multilayer packaging was intact. Therefore, no breach of the sterile barrier occurred. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an unspecified procedure, the scrub or tech removed the sorbafix device from the sterile packaging and prior to handing off the device, noticed a small "nick" (puncture) in the sterile packaging. She removed the device from the field and had another sorbafix device provided for the case. The device was not used and there was no patient harm as a result.